Event description:
Event description boston scientific received information that this transvenous lead became stuck in the atrial port upon attempted lead revision (of unknown reason). In the process, the is-1 pin broke from the lead and remained in the connector block of this cardiac resynchronization therapy-defibrillator (crt-d). A boston scientific technical services (ts) consultant discussed a possible set screw issue and offered a troubleshooting technique. This crt-d was explanted and replaced with another guidant crt-d.